Event description:
Healthcare professional (hcp) reports a patient was noted to have lower back pain and hypotension at the onset of the treatment on multiple occassions. The patient started on dialysis in february of this year. She was placed on a ca 110 dialyzer at this time. The patient tolerated the treatments without incident. No reuse was performed. The patient was then changed to a ca 210 dialyzer on april 19th of this year. Reuse of the dialyzer was initiated. The patient began to complain of lower back pain and hypotension starting june 9th of this year on reused dialyzers only. The center uses dry pack dialyzers for first patient treatment with a dialyzer (no preprocessing is performed) and the patient did not have symptoms when a dry pack dialyzer was used. On june 23rd the physician ordered to pre-medicate the patient with tylenol without relief of symptoms. In july the physician ordered to pre-medicate the patient with darvoset in addition to the tylenol, also without relief of symptoms. On july 12th the disposable circuit was primed with 2l of normal saline prior to patient run. The treatment records indicate no symptoms with this run. The patient was changed back to a ca 110 dialyzer on july 16th and reuse was stopped. The patient symptoms have not returned. The hcp reports the patient is fully recovered at this time. The hcp reports this issue is not lot number specific.